Manufacturer narrative:
(B)(4).

Event description:
The hcp (healthcare professional) asked for the pump to be turned off (stopped pump mode) prior to MRI (magnetic resonance imaging); it was unclear if the pt had or was going to have MRI. The catheter was fractured. As of (B)(6) 2011, the pt was "currently not getting good therapy." The plan was to perform a catheter revision in the future. Add'l info has been requested, but was not available as of the date of this report.